Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The de novo target lesion was located in a moderately tortuous and severely calcified artery. The physician advanced a 15mmx4.50mm nc quantum apex balloon to predilate the lesion. The nc quantum apex balloon was inflated to nominal pressure and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The de novo target lesion was located in a moderately tortuous and severely calcified artery. The physician advanced a 15mmx4.50mm nc quantum apex balloon to predilate the lesion. The nc quantum apex balloon was inflated to nominal pressure and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).